Event description:
It was reported that the flip flop and wig wag brake handles on the 9800 system were both broken. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The brake handles were replaced during the service call. The system was tested and found to be working as intended and put back into svc.